Manufacturer narrative:
The pacer was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed, including ventricle sensitivity test under field settings did not find any noise issue and visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported noise complaint. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Related manufacturer reference number: 2017865-2021-19943, 2017865-2021-19944. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is performed. The patient was stable.